Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad trace no button error alarm noted. Unit had minor scratched display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that they were climbing through barb wires and gate prior to the alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.